Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation it was noted the lead safety switch (lss) had tripped for the right ventricular (rv) lead due to an unspecified out of range pacing impedance measurement. This changed the polarity from bipolar to unipolar. During the interrogation all impedance measurements were found to be within range and stable. Stored episodes of oversensing of noise leading to pacing inhibition with greater than two seconds of asystole was also observed. When the lead was changed back to bipolar configuration, the noise was unable to be reproduced. Boston scientific technical services (ts) programming and further troubleshooting options. Ultimately the sensitivity was decreased to 10 millivolts and the patient was asked to schedule a three month follow up visit. The pacemaker and rv lead remain in service